Manufacturer narrative:
The hcg + b reagent lot number was 709174 with an expiration date of 30-sep-2024. The instrument was installed in aug-2019 and the measuring cell had not been replaced. The measuring cell count was over 85,000. The measuring cell was replaced and the issue was resolved. The investigation determined the event was due to a maintenance issue.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys hcg+beta (hcg + b) on a cobas e 601 module. The initial result was 9970 miu/ml. This result was lower than the result the patient had 2 days before. The sample was repeated with a 1:100 dilution, resulting in 57089 miu/ml. The questionable result was not reported outside of the laboratory as the result did not correspond to the patient¿s clinical diagnosis.